Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and therefore did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency was verified with a 0.015 inch mandrel. No deformation was evident to the distal tip during visual inspection. No other damage was visible to the delivery system during inspection.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous, severely calcified lesion with 87% stenosis in the lad. There was no damage noted to packaging. The device was inspected with no issues. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that stent deformation occurred in vivo during positioning/advancement. The physician completed the procedure. There is no patient injury. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Additional information: during the procedure and after device prep, the device was advanced to the lesion . The stent was attempted to be advanced further but upon observation of strut damage on the stent, the device was pulled back. The stent did not come off the device when the device was in the patient. The stent was removed from the patient. If information is provided in the future, a supplemental report will be issued.